Event description:
Allegedly pt. Is experiencing some complications. Left. Additional information received 05/30/2018 from wright medical legal: patient has now been revised. Adding explant dates. Cup was not revised.